Event description:
It was reported that the infusion set accidentally bumped when he is about to go to the bathroom on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.